Manufacturer narrative:
The pump passed the self test. The pump history and trace files were successfully downloaded using thump. The pump paired to the minimed mobile app successfully on both android (r5cr312vdhf) and ios (dnpdp21u0dxp). For each device, programmed and delivered a test bolus and changed the basal rate. The bolus delivery and basal rate change were transmitted to and recorded on the minimed mobile app properly. The pump paired with a test accu-chek guide link bg meter (11800094357). The pump communicated properly and recorded the 93 mg/dl test value properly from test accu-chek guide link bg meter. No pump/bg meter communication anomaly noted. The pump was paired with a guardian link 3 (gl3) transmitter (gt-7919860n) and a test plug. The pump was calibrated to a programmed test value properly. The pump was monitored while connected to the transmitter and the test plug no unexpected pump to transmitter communication errors, lost sensor alarm, or additional sensor related errors noted. The pump was cut open to perform a visual inspection. No evidence of physical damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay. Loss of pump to transmitter, accu-check bg, and minimed mobile app communication complaints are not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the insulin pump and transmitter, a connection issue between the insulin pump to mobile device, the sensor updating alert, the sensor glucose vs. Blood glucose, low blood glucose, and a lost sensor alarm. The customer reported blood glucose value of 50 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-1884, mmt-431a, mmt-342, mmt-7040a, mmt-7841zn, and mmt-6101. Troubleshooting was partially performed, and the issue was not resolved. It was unknown whether the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event or not and whether the customer was used the auto mode feature or not. No further patient complications were reported. Product return was requested for mmt-1884. The customer will discontinue using the device, and the customer response was that the device will be returned. No product return is required for mmt-431a. No product return is required for mmt-342. No product return is required for mmt-7040a. Product return was requested for mmt-7841zn. The customer will discontinue using the device, and the customer response was that the device will be returned. No product return is required for mmt-6101.